Manufacturer narrative:
A medtronic representative evaluated the system and updated the firmware, checked log files, rehomed the gantry and rotor, and performed radiation and fluoro calibrations. The gantry motion controller was suspected and was returned for medtronic's evaluation. Evaluation failed to confirm deficiency, and the controller tested to be fully functional. A replacement motion controller was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that upon depressing the button on the handswitch to acquire a 2-d image, the light on the mobile view station (mvs) lit up, but no image was acquired. The issue persisted upon a second attempt. After going into 3-d mode and back to 2-d mode, the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. Procedure was successfully completed with no adverse effect on patient outcome.